Manufacturer narrative:
H6: the products were not returned for evaluation and therefore a physical investigation could not be completed. A complete review of manufacturing documentation was conducted and the devices were found to be within specification. Although the issues experienced by the user facility were unable to be confirmed through direct physical investigation, similar complaints have been reported with these devices from other users.

Event description:
It was reported that during surgery the tendon anchor could not be initially loading onto the tendon stapler. The procedure was successfully completed with a significant delay using a back-up device. No patient injury or other complications were reported.